Event description:
It was reported that the customer had missing segments from their display. Customer stated they had attempted a selftest on their insulin pump and also noticed streaks going through their display. The customer's blood glucose level was unknown. Customer stated they did not drop or bump their insulin pump. Customer was advised to discontinue use of the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump had missing segments due to an open display connector. The insulin pump was also received with a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.